Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental report was being filed to correct the g4: bsc aware date (additional information aware date), h3: device evaluation by manufacturer and device not eval by MFR code, and h11: additional MFR narrative.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted.